Event description:
Customer reports that the clip applier blocked during operation. No pt injury or intervention reported.

Manufacturer narrative:
Device requested. At the time of this report, the device sample had not been rec'd for eval. A follow-up reported will be provided, once the device sample is rec'd, and/or at conclusion of investigation.